Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunctioned due to the alleged animas pump temperature issue. The animas pump and battery was hot to touch after she went river rafting. There was no patient impact associated with the temperature issue. There was no corrosion in the battery compartment or on the battery. No product misuse was identified. It was noted that there was a crack near the battery cap. Moisture was found behind the display screen.